Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to painful left total knee with osteolysis of the tibial component, polyethylene wear.